Manufacturer narrative:
B3 (date of event).

Event description:
It was reported that the pump volume was too low. Tandem technical support made multiple attempts to follow up with customer, but was unable to do so.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.